Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was under delivering because after taking bolus for meal the blood glucose value went high. Customer¿s blood glucose value was 18 mmol/l to 20 mmol/l at the time of incident and the current blood glucose level was 22 mmol/l. Customer experienced symptoms such as tired for high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. The product will not be returned for analysis.